Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed sores. The patient's pharmacist recommended that the patient remove the lifevest to allow the sores to heal. Follow up indicated that the sores were still present but had improved.